Event description:
Pt receiving antibiotic therapy in the home. Pt had 22g catheter placed in left hand. After finishing last dose of therapy, pt went to remove catheter and the white catheter disconnected from the blue hub. The tip of the catheter was sticking out of the vein enough that the pt was able to grab it and pull it out.